Manufacturer narrative:
Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
One 14f guidestar steerable guiding sheath was received without the dilator. There were no other accessories. Blood was found on and inside the sheath. According to the event description summary, the sheath drew far too much air during preparation. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath exhibited leakage from under the handle when tested using this method. The handle was removed in order to identify exactly where the leakage was coming from. Several nicks and cuts were identified in the sheath shaft and on the hub stem underneath the handle. When another manual leak test was performed, it was found that the sheath was leaking from one of the cuts in the sheath shaft returned device analysis revealed that the sheath leaked underneath the handle due to mishandling most likely during the handle assembly process. The reason for return was confirmed. Retraining was conducted with manufacturing and qa personnel on their applicable procedures to prevent recurrence of this issue.no manufacturing rejects or anomalies of this type were recorded in the device history record. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer, including visual, dimensional and mechanical and leak tests per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal per IFU: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient.aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No further follow-up is required. Based on the investigation, no corrective or preventive action resulted after investigation of thisevent. Additionally, the risk remains acceptable, and no new failure mode identified. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The guidestar sheath drew far too much air during preparation. This is a hazard to the patient. A new guidestar was needed. There was a 3 minute delay in the procedure to obtain a new sheath which resolved the issue.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.